Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting normally, the increased power consumption due to atrial fibrillation (af) sensing and right ventricular (rv) lead pacing, and high battery consumption is due to device programmed settings. Device reprogramming was discussed. This device remains in service. No adverse patient effects were reported.